Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube, reservoir tube lip, battery tube threads and minor scratches on display window.

Manufacturer narrative:
(B)(5). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that accidently delivered 20 unit bolus and had low blood glucose readings of 40 mg/dl. Customer stated that they do not recall programming the bolus at all. No further information reported.